Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed; occlusion alarm did not reoccur. Customer's blood glucose (bg) was elevated (value not provided) and correction boluses were delivered with no success as bg did not lower. The next day, customer's parent took customer to hospital. Customer's had a high pulse and signs of shock. No information regarding if customer had ketones was provided. Customer was admitted to the hospital and was discharged the next day. Although requested, information regarding treatment and customer's condition upon discharge was not provided. Reportedly, customer temporarily used an alternate method of insulin therapy. The customer¿s pump was not replaced as the customer planned on using the tandem pump for insulin therapy once more.